Manufacturer narrative:
Date of event is approximated to (B)(6) 2018, first revision surgery date, as no event date was reported. This event was reported by the patient's legal representation. The device was implanted by (B)(6). First revision surgery performed by (B)(6). Second revision surgery performed by (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo was implanted during a cystoscopy and sling placement procedure performed on (B)(6) 2017, for the treatment of stress urinary incontinence. During the procedure, a total abdominal hysterectomy bilateral salpingectomy was also performed to treat chronic pelvic pain, adenomyosis, pelvic adhesions, and pelvic congestion syndrome. As reported by the patient's attorney, she experienced pain at the sling site post-procedure. She underwent pubovaginal sling removal and cystoscopy procedures on (B)(6) 2018, where approximately 7 cm of the mesh was removed. Operative findings include bilateral spills from each of the ureteral openings. Cystoscopy revealed no injury to the bladder. The patient tolerated the procedure well and was transferred to the recovery room in stable condition. On (B)(6) 2019, the patient underwent cystoscopy with fulguration of trigonitis, right-sided removal of vaginal mesh sling remnant, and right labial exploration. Indications: she was referred for dyspareunia and right groin pain presumably from a prior mesh sling. The sling had been removed initially, mostly on the left side and the patient continued feeling pain on the right side. She has other comorbidities including lupus and arthritis, so testing was obtained at the time including MRI and ultrasound as well as a cystogram to determine whether there was mesh material left on the right that could explain her residual pain. It was decided to proceed with limited exploration of the vaginal right side as well as the right labia since her pain is mostly on the right side and minimal on the left. The patient also has had recurrent infections and areas of chronic inflammation of the bladder, so fulguration of these areas was also planned. During the procedure, a segment of the mesh material was identified surrounded by scar tissue. That segment was dissected and tracked through the pubic arch where it seemed to stop at that point. It was completely divided there. The patient tolerated the procedure well without complication and the specimen was only the small mesh sling remnant on the right side.